Event description:
It was reported by an attorney that the patient underwent a gynecological procedures on (B)(6) 2008 and a mesh was implanted. It was reported that following insertion the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent hysterectomy with bilateral salpingo-oophorectomy and perineorrhaphy due to stress urinary incontinence, uterovaginal prolapse and gaping introitus.

Manufacturer narrative:
It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, fistulae, recurrence, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that patient underwent revision of sling with partial removal on (B)(6) 2014 due to vaginal and pelvic pain and sui. (B)(4).